Manufacturer narrative:
(B)(4) no longer apply to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type ii reported on (B)(6) 2015 that there was a loose connector on the desktop charger, and it would not charge the recharger. Additionally, the programmer would not connect to the ins, showing a poor communication screen. The patient did not have an antenna. A replacement programmer had been given to the patient, but it would not power on despite having new batteries put in twice. A return of pain was noted after the stimulation had turned off. The issues had occurred on (B)(6), and follow up efforts were initiated to determine if the return of pain had resolved, and what mitigation efforts were taken to do so. A supplemental report will be submitted if additional information is received.